Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
Info was received that reported a pt was hospitalized with hyperglycemia. In the previous morning, the reporter states that she changed her cartridge set and site. The reporter states that she tested about five times yesterday but her blood glucose hovered around 200. The reporter states she awoke at 0400 the next day, very ill, she did not check her blood glucose. The reporter states that when she did finally perform a check she was in the 300's, but bolused via injection which brought her down to 220, but then her blood glucose climbed back up into the 300's. Upon admit to the hosp her blood glucose was 376. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.